Event description:
Boston scientific received information that one day post implant, during the pre-discharge check, atrial sense (as), was followed by right ventricle pace (rvp) and left ventricle sense (lv sense), with the lvs occurring right on top of the rvp. The patient implanted with this device system was 21% lvp and 100% rvp. When attempting to lvp, the same morphology as the rvp, unless programming to 7v @ 1ms in tip to rv coil configuration. Technical services discussed testing recommendations as well as obtaining a chest xray to verify lead placement. A chest xray was obtained, indicating lv lead dislodgement. An invasive revision procedure was performed and the lv lead was successfully revised. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.